Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following cataract surgery with an intraocular lens (iol) implant procedure, after about 5 months of lens implantation the ophthalmologist decided to perform a capsulotomy for the so-called secondary cataract, and that same evening, patient began to see every light source with enormous and annoying rays. It was explained to patient that it was due to the edof lens, which, in combination with the lasik procedure, produced this effect. Patient can only see reasonably well if patient used cholinergic agonist, which caused myosis and reduces these very annoying effects, which also make driving difficult. Additional information has been requested. There are two medical device reports associated with this patient. This file is for right eye.